Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex esophageal fully covered stent was implanted to treat a fistula in esophago-jejunal anastomosis in the esophagus during a stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous. According to the complainant, on (B)(6) 2019, the fistula had resolved and during a planned stent removal procedure, the stent retention suture broke while trying to remove the stent out from the patient. The stent was successfully removed by grasping it from the stent wall. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. According to the complainant, the wallflex esophageal fully covered stent was placed for fistula in an esophago-jejunal anastomosis. However, per wallflex esophageal fully covered stent system directions for use, the stent is contraindicated for placement in an esophago-jejunostomy (following gastrectomy), as peristalsis and altered anatomy may displace stent.